Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, breast pain, seroma-late, nipple discharge, anxiety-product/procedure.

Event description:
Patient reported left side exchange from textured to smooth implant due to the patient's concerns with the product with left side capsular contracture baker grade IV with "pain, swelling in breast, 200cc's of fluid surrounding the breast, bloody discharge coming from my nipple". Healthcare professional later reported exchange from textured to smooth implant due to the patient's concerns with the product with some symptoms similar to capsular contracture. Device remains implanted.

Event description:
Patient reported left side exchange from textured to smooth implant due to the patient's concerns with the product with left side capsular contracture baker grade IV with "pain, swelling in breast, 200cc's of fluid surrounding the breast, bloody discharge coming from my nipple". Healthcare professional later reported exchange from textured to smooth implant due to the patient's concerns with the product with some symptoms similar to capsular contracture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6b, d9, h3, h6.

Event description:
The device has been explanted and replaced.